Event description:
The pt received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the pt lost stimulation and she cannot locate the ipg with the charger or the pt programmer (pp). A new charging system was sent to the pt but the issue remains. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.